Event description:
Cardiologist decided to use angioseal due to the patient's elevated inr. Sheathogram indicated that the sheath was below the bifurcation of the femoral artery and that the vessel was large enough to use an angioseal. The physician has been trained in the use of the device, but has not used one in some time. The first part of deploying the device went well but when the physician started to deploy the collagen plug he could not get it to advance into the sheath track and could not get the button that is the first part of the device back in to the deployment sheath. A reservoir was fashioned to catch blood so that the amount lost could be kept track of. The entire device was sutured to the patient and the patient was returned to the unit. At some point the cardiologist spoke with the surgeon about this and this patient then went to surgery to have this device removed.